Event description:
It was reported that the catheter had sheared off during the operation.

Manufacturer narrative:
(B) (4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the catheter, caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or treats. A review of the mfg records was not possible as no lot number was provided.